Manufacturer narrative:
The manufacturer had previously reported an alleged internal battery failure. A ventilator was returned to a third party service center for evaluation. During the evaluation of the device at a third party service center,the customer complaint could not be duplicated. No problem was found with the device.

Event description:
The manufacturer received information alleging a ventilator's internal battery had failed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.